Event description:
Programming history was reviewed for the patient's device. The data was available from the date of implant through the date of a clinic visit approximately two and a half years later. The battery voltage indicated that the device was displaying a 25% life remaining indicator. The history revealed that the 25% battery life remaining indicator was observed during several clinic visits despite the fact that less than 60% of the battery capacity had been consumed as of the last available visit. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery tool on the date of implant. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Clinic notes indicated that a patient was referred for generator replacement surgery after her generator reached the 50% and 25% battery life remaining indicators only two years after the device was implanted. Diagnostics during the clinic visit were within the normal limits. A battery life calculation indicated that the device had 3 years life remaining until near end of service = yes. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to premature battery depletion. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #02 inadvertently did not indicate correct device disposition device available for evaluation, corrected data: follow-up report #02 inadvertently did not indicate correct device disposition device evaluated by MFR?, corrected data: follow-up report #02 should have indicated that device evaluation was in progress [use of no - 02]

Event description:
The explanted generator was returned to the manufacturer for analysis. Analysis was approved for the returned generator. When received the data was downloaded from the generator and reviewed. The data revealed that 66% of the battery had been consumed. Impedance was within the normal limits throughout the available history. The minimum voltage measurement was 2.592 v, indicating an intensified follow-up indicator - yes condition. The generator was interrogated and system diagnostics were performed and returned results within the normal limits. Based on the disparity between the battery voltage and battery consumption value obtained from the programming data download, this generator appeared to be depleting faster than expected due to contaminants on the edge of the circuit board.